Manufacturer narrative:
Correction to d2 common device name: rigid endoscope sheath. Updated fields: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the damage pattern described, it is probable that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the resection sheath, 8 mm, for the 8.5 mm/26 fr. Outer sheath, abs, exhibited a cracked ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.